Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed testing. The cause for the failure was isolated to a shorted transistor q2 on the computer/analog board. The shorted q2 caused damage to the c19 capacitor on the defibrillator pca, and the r46 resistor on the computer/analog board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for an unrelated reason, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.